Manufacturer narrative:
The f code was correct to "f14 prolonged episode of care" as the previous coding used, "f08 hospitalization or prolonged hospitalization", was not mapped to "no clinical signs, symptoms or conditions e2403".

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing ref: 3005334138-2022-00652. During a procedure for atrial flutter, ventricular tachycardia, and atrial fibrillation there were repeated impedance rises resulting in unsuccessful isolation of the right pulmonary veins. The patient also received a cti lesion set that was successful. The catheter repeatedly experienced impedance rises during rf application. The catheter was checked twice for char and thrombus formation but no char or coagulum was noted. The catheter was replaced with a similar issue noted. The physician stated that the therapy delivered by the catheter was ineffective and led to an undesirable outcome for the patient.